Event description:
It was reported that on holter monitor recurrent pauses of up to 2.5 seconds with ventricular pacing spikes with no capture were noted. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.